Event description:
The customer reported that the probe of the ortho provue analyzer leaked fluid contaminating reagents and samples. The customer aborted testing. No erroneous results were reported. Probe drip may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. The ocd field engineer arrived at the customer site and determined that the pressure was out of specs. The fe replaced the pressure regulator and performed the appropriate adjustments to return the analyzer to expected operation. This customer has not logged any complaints against this analyzer since the repair.